Event description:
A customer screened fifty-five (55) hospital personnel for hba1c2 over a few days starting (B)(6) 2012. The customer informed beckman coulter inc. (Bec) that they felt too many patient results were falsely elevated above their reference interval of >6.2% which did not match their previous employee screens. Of the 55 employees screened, the laboratory determined 17 were considered falsely high. With data provided by the customer, bec investigator only found 16 erroneously high. Of the 16, the customer noted that the original high results on 2 patients were acceptable and not considered erroneous. No results were reported outside of the laboratory. Final reported reruns were performed after field service engineer repaired the instrument.

Manufacturer narrative:
Bec hotline had the customer perform cuvette washing procedure on (B)(6) 2012 as needed per maintenance procedure, but this did not resolve the issue. Qc results were originally within acceptable limits between the time frame of (B)(6) 2012 but by the time the customer called and requested field service on (B)(6) 2012, the qc was out of acceptable limits. No other analytes were in question by the customer. No other patient population or samples were in question. A field service engineer (fse) was dispatched on (B)(6) 2012. Fse replaced the cartridge chemistry (cc) sample and reagent probes, mixer paddles, mixer wash station inserts, cc sample wash collar and cc sample syringe. The cause of this event is attributed to the cc instrument side hardware. Patient information has been completed using information for patient 1 involved in this event.